Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturer representative stating that patient had seen the physician assistant and it was determined by them that there was not a big enough lead migration to do anything about it. Additional information was received from a legal representative of the patient reporting that patient had a fall about 5 feet and landed on it and since then is having painful stimulation. Patient had x-rays and healthcare professional had verified lead wires have moved.  Patient mentioned painful stimulation in their right arm and jaw at one point. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the ins broke due to the fall and the stimulator is off and has not worked for a couple months. The patient has an appointment next week. The patient further stated that after the fall a rep did 2 hours of troubleshooting over the phone but then she was advised to keep the stim off since she could no get the proper stimulation. Patient reported she met w/ different reps after the fall to try and reprogram the device and none of the programs worked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient via the manufacture representative reiterated that they were never able to obtain pain relief from the ins and that they had several falls over the years. The ins and percutaneous leads were replaced with a new ins and a paddle lead. It was noted that the ins was discharged on the day of the surgery. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient fell yesterday ((B)(6) 2018) when the railing at the county recycling center failed. The patient fell right on their device, on their left hip, and on their shoulder. It was reported that the patient had a loss of stimulation sensation and a return of pain that was not related to positional movement starting on the same day as the fall. The patient went to the emergency room and had x-rays performed of the shoulder that did not capture the implanted components. During the call, the patient programmer was confirmed to show stimulation on. The patient had one group and adjusted settings from 0.6 to 0.9-0.95 but the patient still did not feel anything. The stimulation target areas were their right shoulder, whole neck, and both upper and lower back. The change in therapy was reported to sudden. It was reported that the patient also sprained their left shoulder and wrist from the fall. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they met with a rep who reprogrammed stimulation into their right arm. The patient stated that they already had dbs therapy covering their right arm so having both was really painful. The patient turned scs stimulation off and that resolved the painful stim but the patient was still in pain. No further complications were reported.

Manufacturer narrative:
Continuation: product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2013: product type lead product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2013: product type lead. Information references the main component of the system and other applicable components are: product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2013: product type lead product ID (B)(4) serial# (B)(4) implanted: (B)(4) 2013: product type lead: per additional information, codes no longer apply to the implantable neurostimulator. Coding applies to the leads. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding the patient. The rep stated that the patient¿s leads had moved following their fall. They indicated that they are not able to get coverage to the patient¿s painful areas. The patient was feeling stimulation down their arms instead of their neck and shoulders like they had before. They gave the patient another program to try and will plan to follow up with the healthcare provider. Impedances were checked, and all looked good. The issue was not resolved at the time of the report. It is unknown if surgical intervention is planned at this time. The rep will be following up with the healthcare provider on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's scs system "was not working" and they were slated to see a physician's assistant next week. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were having stimulation "shooting into their jaw." No further complications are anticipated.

Manufacturer narrative:
Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead; product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that they fell in (B)(6) 2018 and the leads broke from c1 to c3. It was indicated that the patient had their ins and lead replaced on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID: 3776-75, serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. Product ID: 3776-75, serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the leads migrated down approximately 5 millimeters from mid-c2 to the top level of c3. The system was replaced on (B)(6) 2018 and the issue was resolved without sequelae as of (B)(6) 2018.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 2018-mar-27 reporting that the lead migrated caudally about 2 cm. Additional information was received from the consumer on 2018-apr-03 reporting that there were attempts to reprogram but they were unsuccessful. No further complications were reported.